Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal end segment measuring 304 millimeters was returned and was analyzed. The lead was found to be discontinuous. The outer insulation ended at 238 mm and whether the insulation was cut or torn at this point could not be determined. The anode wire end was completely obscured with no clear evidence of failure mode. The cathode wire end showed a small area of overload, but this feature could be from either a fracture of the wire or from being cut with a tool. Therefore, the failure mode of the coil could not be determined.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had their device interrogated. When performing diagnostic evaluations, none of the measurements were obtain. The physician confirmed the lead was fractured with x-ray. The day of the lead replacement the physician opened the pocket and found the lead was completely fractured and divided in two pieces. The physician was able to remove the proximal part of the lead that was still connected to the pacemaker. There where no adverse events or symptoms from the patient.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.